Event description:
The hemobahn endoprosthesis was advanced to the target location. The deployment line was pulled, however, only half of the device opened. While grasping the device with a pair of artery forceps during removal, the device deployed completely.